Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 16jan2018 as follows: pt allegedly received an implant on (B)(6) 2014 via the right femoral vein due to deep vein thrombosis. Pt is alleging vena cava perforation, organ perforation, retroperitoneal hemorrhage, infrarenal abdominal aortic aneurysm, perforated splenic flexure. Pt is further alleging right groin pain, right back pain due to perforation of tines, anxiety, stoma, incisional hernia, small bowel obstructions, fear, depression.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, vc + organ perforation, hernia, hemorrhage, aortic aneurysm, bowel obstruction, pain, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported hernia, hemorrhage, bowel obstruction, aortic aneurysm, and anxiety are directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vessel occlusion is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.